Manufacturer narrative:
(B)(4). Section d4: device indentification details were not received. Method: the subject mr290v vented autofeed humidification chamber was not returned to fisher & paykel healthcare. Our investigation is based on the information provided by the healthcare facility and our knowledge of the product. Results: the healthcare facility reported that the humidification chamber was observed cracked and leaking water. Conclusion: without the return of the subject device, we are unable to confirm the cause of the reported crack. Every mr290v vented autofeed humidification chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. The subject mr290v vented autofeed humidification chamber would have met the required specifications at the time of production. The user instructions for the mr290v vented autofeed humidification chamber state the following: do not soak, wash or sterilize this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers. Do not use the chamber if the seals are not intact when received, or if it has been dropped. Use of the mr290 above maximum operating pressure may lead to cracking, water leakage and, on rare occasions, could lead to a loss of ventilator pressure. Use usp sterile water for inhalationor equivalent for humidification. Do not add other substances to the water. Ensure appropriate ventilator or flow source alarms are set before connecting breathing sets to patient.

Event description:
A healthcare facility in the united kingdom reported that an mr290v humidification chamber was found cracked and leaking water during patient use. There were no patient consequences reported.

Event description:
A healthcare facility in the united kingdom reported that an mr290v humidification chamber was found cracked and leaking water during patient use. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Section d4: device indentification details were not received. The subject mr290v vented autofeed humidification chamber has been requested to be returned to fisher & paykel healthcare new zealand for evaluation. We will provide a follow up report upon completion of our investigation.